Event description:
Information received, by medtronic. Indicated, that the pump was damaged, due to dropped. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will discontinue using the device. The product will be returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided, due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump was received, with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test, due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection. And found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Pump¿s history and trace files downloaded successfully using thump software. Critical pump error (open book image) alarm confirmed, and was triggered by a pump error 55 (line number=672 file number=39). Fatal alarm confirmed, in the history files on 07/22/2023 at 19:04:23.000. Force sensor zero offset (within) specification (22.4mv). The p-cap locks properly into place. The following were noted, during visual inspection: scratched case, cracked keypad overlay, cracked battery tube threads and cracked case on the battery tube side. Cosmetic damage was confirmed, where cracked battery tube threads and cracked case on the battery tube side was noted. Critical pump error (open book image) alarm confirmed, because of fatal pump error 55 alarm. Pump error 55 (line number=672 file number=39) alarm confirmed, on the pump history files, due to pump error 55 (internal flash crc) was generated on main mcu, since the factory parameter crc was not valid. Suspecting the hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.